Event description:
During service by baxter personnel, a downstream occlusion alarm that occurred was found to be a false alarm. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of false downstream occlusion alarm was confirmed through evaluation due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).